Event description:
It was reported that, prior to implant, testing found this right ventricular (rv) lead to be functioning appropriately. It was implanted successfully with satisfactory measurements. During subsequent left ventricular lead implant, the catheter dislodged the rv lead. During an initial attempt to reposition the rv lead, stylet insertion difficulty occurred. During a second attempt with a new stylet, the lead helix was stuck and would not extend. It was noted that, while the physician was attempting to reposition the lead, the patient's heart rate fell below 30 beats per minute. The rv lead was replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. The complete lead was returned with the helix in an extended position. Visual inspection noted dried blood/body fluid in the helix housing and found that the helix appeared intact and undamaged. The lead did not pass helix testing, nor could a stylet be inserted, due to bunched insulation and a deformed coil in the area between 13 and 25 cm from the terminal pin. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the clinical observations were likely caused due to the bunched insulation and resulting coil deformity. On some occasions, the friction force that results from contact between the lead and a constricted area is enough to cause the insulation to bunch up, which may offset the conductor coils. Dislodgement could not be confirmed via lab testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and intact, with the helix in an extended position. Visual inspection noted dried blood/body fluid in the helix housing. The helix difficulty allegation was confirmed based on inner insulation (ptfe) damage, bunched/deformed rs-ptfe (rate-sense coil insulation covering) in several places (13-25-cm) from the terminal end. The friction force that results from contact between the lead and a constricted area is enough to cause the rs- ptfe to bunch up, that appears to have happened here. If the bunched rs- ptfe is significant, it can cause the rs- conductor coils to become offset, which results in helix mechanism difficulty, and the stylet insertion may be impeded. The dislodgement allegation was not confirmed, as lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead was tested on the table prior to implant, and was functioning properly. The lead was implanted, and the helix was extended. All lead measurements were observed to be stable. While the lead was being pushed through the vein to reach the coronary sinus, with assistance of a catheter, the lead dislodged. The helix was retracted, and a stylet was inserted into the lead; however, insertion difficulties occurred. The physician changed the stylet for a different one, and eventually the lead was able to be moved, and placed in a new position. At this point in the procedure, the patient was pacing dependent, and their heart rate was less than 30 bpm. Additionally, the helix could not be extended, even after rotating the lead between 20 to 30 times. The lead was removed from the patient's body, and was tested again on the table; however, the helix still could not be extended. As a result, a new lead was used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include the final analysis results.

Event description:
It was reported that during the procedure, the right ventricle (rv) lead was tested on the table prior to implant, and was functioning properly. The lead was implanted, and the helix was extended. All lead measurements were observed to be stable. While the lead was being pushed through the vein to reach the coronary sinus, with assistance of a catheter, the lead dislodged. The helix was retracted, and a stylet was inserted into the lead; however, insertion difficulties occurred. The physician changed the stylet for a different one, and eventually the lead was able to be moved, and placed in a new position. At this point in the procedure, the patient was pacing dependent, and their heart rate was less than 30 bpm. Additionally, the helix could not be extended, even after rotating the lead between 20 to 30 times. The lead was removed from the patient's body, and was tested again on the table; however, the helix still could not be extended. As a result, a new lead was used to complete the procedure. No additional adverse patient effects were reported.